Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section b5 - the "describe event or problem" section should have stated that "the patient underwent a surgical procedure in which their swift-lock anchor was explanted and replaced" rather than "the patient underwent a surgical procedure on (B)(6) 2020 in which their anchors were revised."

Event description:
During follow up, it was reported that the patient underwent a surgical procedure in which their swift-lock anchor was explanted and replaced.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31292. It was reported that the patient was experiencing pain at their anchor site. The patient underwent a surgical procedure on (B)(6) 2020 in which their anchors were revised.